Event description:
The customer tested his blood glucose and received a low reading of 30 mg/dl. He performed control tests while troubleshooting and received results of 43 and 38 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.